Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: 2 faulty clamps: only 1 clip in the load instead of 5 when using the first one. Second clamp not working, with the clip closed but removable. Used on an artery. Risk of severe bleeding. Intervention: use another device patient status: patient is ok.